Event description:
A malfunction alarm was reported, specifically malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.